Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. One strut of the stent was raised proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified severe kinks along the entire length of the hypotube shaft. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in a mildly tortuous and non-calcified diagonal artery. The lesion was predilated with a 2.5x20mm non bsc balloon. A 2.5x32mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The device was removed from the patient and flared stent struts were noted. The procedure was completed with a 2.5x23mm non bsc stent. No patient complications occurred. Patient status is listed as okay.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in a mildly tortuous and non-calcified diagonal artery. The lesion was predilated with a 2.5x20mm non bsc balloon. A 2.5x32mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The device was removed from the patient and flared stent struts were noted. The procedure was completed with a 2.5x23mm non bsc stent. No patient complications occurred. Patient status is listed as okay.